Manufacturer narrative:
Investigation results: summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for foreign matter inside the tube with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to foreign matter inside the tube was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for foreign matter inside the tube with the incident lot was observed. Additionally, evaluation of the retain samples was conducted and foreign matter was not observed. Root cause: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.

Event description:
It was reported that a fragment of plastic was found inside a bd vacutainer® lh 102 i.u. Plus blood collection tube. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a fragment of plastic was found inside a bd vacutainer® lh 102 i.u. Plus blood collection tube. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.